Event description:
It was reported that the atrial lead exhibited no capture in the bipolar configuration at 7.5 v. In the unipolar configuration, capture was 1 v. The lead was programmed to the unipolar configuration, and the patient would be monitored.

Manufacturer narrative:
Na